Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure. The right atrial (ra) lead exhibited undersensing and diminished sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.